Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. Customer¿s blood glucose level was unknown. The customer also reported that the drive support cap was protruded and insulin pump squirted out insulin during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm or alert. Customer stated that they were stuck in rewind complete or bolus delivery loop. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.